Manufacturer narrative:
Additional information: describe event or problem, other relevant history.

Event description:
Additional information: a year prior to the injection patient had a test performed by an allergist who concluded the patient has "no allergy to hyaluronic acid, however patient admitted there was a reaction on [their] wrist.

Manufacturer narrative:
Medwatch sent to FDA on 07/06/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of lymphedema as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the malar area with 2 syringes of juvéderm voluma with lidocaine, to the malar crescent with 1 syringe of juvéderm volbella with lidocaine, and vistabel. Five days later patient developed lymphedema on the periorbital area affecting mainly the lower eyelid and extending over the entire face and still evolving to this day. Patient was prescribed augmentin and celestene for 10 days with a little improvement. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00496 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma with lidocaine.

Manufacturer narrative:
(B)(4). The events of pruritus, headache, asthenia, palpitation, dyspnea, thoracic pain, ascending muscular contraction, dysphagia, sleeping disorder, increased ch50, weight gain, erythema, hyperleukocytosis, odynophagia, and angioedema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional information provided by healthcare professional: patient¿s concomitant vistabel® injection occurred at the forehead and patient was also concomitantly injected with stylage® to the cheeks. Patient developed facial edema associated with supraclavicular edema and pruritus of lower limbs, headache, asthenia, palpitation, dyspnea and transfixing thoracic pain described by the patient as ascending muscular contraction. The patient also reported dysphagia as associated symptoms. Edema occurred on a daily basis any time of the day. Remedial therapy started with celestene initially at the time of symptoms with irregular intake between 20 to 60 mg per day. Patient experienced sleeping disorder (three hours per night). Considering the persistence of clinical symptoms the physician prescribed hyaluronidase associated with celestene and zyrtec. A month after injection patient underwent a biological work up which was unremarkable for blood count and ionogram. Screening of complement study showed increased ch50 (> 60, normal range 32-58). Tryptase, c3 c4 and c1 inhibitor levels were normal. A week later celestene was stopped. Introduction of cetirizine 10 mg tid which resulted in favorable outcome. Twelve days later patient was hospitalized for additional investigations. Clinical exam on admission revealed asthenia to the effort and weight gain of 6kg within one month while under celestene therapy. Cutaneous exam showed a left mild facial and supraclavicular edema and erythema. Cardiac investigations were normal except for thoracic pain with pain radiation to the intrascapular area, retrosternal then to the throat. Neurological, abdomino-thoracic and urinary investigations were unremarkable. No palpable adenopathy. No goiter no palpable thyroid nodes. Calves were soft and painless. Ionogram, urinary work up, hemostasis work up and tsh were normal. Absence of anti-tpo antibodies. Full blood count showed hyperleukocytosis 12,79 g/l with predominance of neutrophils à 8,13g/l. Synacthen test showed insufficient response. Bcg was normal. Bradykinin-mediated angioedema: pending results. Vitamin b12 decreased to 163 mg/l. Folate decreased level to 120 ug/l. Research for biermer¿s disease is ongoing. Patient was started on hydrocortisol due to insufficient response of synacthen test. The next day cyanocobalamin and speciafoldine were started. Three weeks later patient was admitted to ER due to aggravation of facial edema with appearance of dysphagia and odynophagia. Cetirizine dosage was increased to 4 tablets daily. It was concluded patient has ¿angioedema after treatment with botulinum toxin and hyaluronic acid which histamine or bradykinin etiology is ongoing. Evolution favorable initially under antihistamine treatment and then relapse after injections.¿

Event description:
Additional information: patient was injected to the upper facial wrinkles and dark circles with juvéderm® volbella¿ with lidocaine and to the cheeks and nasolabial folds with juvéderm® voluma¿ with lidocaine. The edema was due to lymphatic obstruction described as bilateral edema more pronounced in the left side because the amount of juvéderm® volbella¿ with lidocaine and juvéderm® voluma¿ with lidocaine was greater in this side. The hyaluronidase injections resulted in the appearance of two fibrous cysts in the same treated areas.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the malar area with 2 syringes of juvéderm® voluma¿ with lidocaine, to the malar crescent with 1 syringe of juvéderm® volbella¿ with lidocaine, and vistabel®. Five days later patient developed lymphedema on the periorbital area affecting mainly the lower eyelid and extending over the entire face and still evolving to this day. Patient was prescribed augmentin and celestene for 10 days with a little improvement. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00496 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ with lidocaine. Additional information provided by healthcare professional: patient¿s concomitant vistabel® injection occurred at the forehead and patient was also concomitantly injected with stylage® to the cheeks. Patient developed facial edema associated with supraclavicular edema and pruritus of lower limbs, headache, asthenia, palpitation, dyspnea and transfixing thoracic pain described by the patient as ascending muscular contraction. The patient also reported dysphagia as associated symptoms. Edema occurred on a daily basis any time of the day. Remedial therapy started with celestene initially at the time of symptoms with irregular intake between 20 to 60 mg per day. Patient experienced sleeping disorder (three hours per night). Considering the persistence of clinical symptoms the physician prescribed hyaluronidase associated with celestene and zyrtec. A month after injection patient underwent a biological work up which was unremarkable for blood count and ionogram. Screening of complement study showed increased ch50 (> 60, normal range 32-58). Tryptase, c3 c4 and c1 inhibitor levels were normal. A week later celestene was stopped. Introduction of cetirizine 10 mg tid which resulted in favorable outcome. Twelve days later patient was hospitalized for additional investigations. Clinical exam on admission revealed asthenia to the effort and weight gain of 6kg within one month while under celestene therapy. Cutaneous exam showed a left mild facial and supraclavicular edema and erythema. Cardiac investigations were normal except for thoracic pain with pain radiation to the intrascapular area, retrosternal then to the throat. Neurological, abdomino-thoracic and urinary investigations were unremarkable. No palpable adenopathy. No goiter no palpable thyroid nodes. Calves were soft and painless. Ionogram, urinary work up, hemostasis work up and tsh were normal. Absence of anti-tpo antibodies. Full blood count showed hyperleukocytosis 12,79 g/l with predominance of neutrophils à 8,13g/l. Synacthen test showed insufficient response. Bcg was normal. Bradykinin-mediated angioedema: pending results. Vitamin b12 decreased to 163 mg/l. Folate decreased level to 120 ug/l. Research for biermer¿s disease is ongoing. Patient was started on hydrocortisol due to insufficient response of synacthen test. The next day cyanocobalamin and speciafoldine were started. Three weeks later patient was admitted to ER due to aggravation of facial edema with appearance of dysphagia and odynophagia. Cetirizine dosage was increased to 4 tablets daily. It was concluded patient has ¿angioedema after treatment with botulinum toxin and hyaluronic acid which histamine or bradykinin etiology is ongoing. Evolution favorable initially under antihistamine treatment and then relapse after injections.¿